Manufacturer narrative:
The date of this submission is (B)(4) 2015. Manufacturing for this product ceased in 2009 and the PMA was delisted per FDA correspondence dated 20-dec-2010. A retrospective review identified this complaint as reportable on (B)(6) 2015. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2010 from a reporter reporting for unspecified number of consumers (age and gender unspecified for all) from the (B)(6). Medical history and concomitant medications were not reported. On an unspecified date, the consumers were injected with evolence collagen filler (lot number, expiration date, dose and frequency unspecified) intradermally for an unknown indication. After an unspecified duration, the consumers experienced lumps on various areas of their faces and the event continued for years. The action taken with the device was unknown. The event did not resolve. This report was assessed as serious (medically significant). The company causality was assessed as related. Manufacturing for this product ceased in 2009 and the PMA was delisted per FDA correspondence dated 20-dec-2010. A retrospective review identified this complaint as reportable on (B)(6) 2015. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
Manufacturing for this product ceased in 2009 and the PMA was delisted per FDA correspondence dated 20-dec-2010. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6)-2010 from a reporter reporting for unspecified number of consumers (age and gender unspecified for all) from (B)(6). Medical history and concomitant medications were not reported. On an unspecified date, the consumers were injected with evolence collagen filler (lot number, expiration date, dose and frequency unspecified) intradermally for an unknown indication. After an unspecified duration, the consumers experienced lumps on various areas of their faces and the event continued for years. The action taken with the device was unknown. The event did not resolve. This report was assessed as serious (medically significant). The company causality was assessed as related. Manufacturing for this product ceased in 2009 and the PMA was delisted per FDA correspondence dated 20-dec-2010. A retrospective review identified this complaint as reportable on 15-apr-2015. This closes out this report unless other additional significant information is received. Additional information was received on 07-may-2015. All market distribution of the device was discontinued in 2009 and the manufacturer (colbar lifescience, ltd) has closed and is no longer manufacturing the product; therefore, no investigation can be performed. A lot number was not provided and the complaint investigation was closed with a disposition of undetermined. This report remains serious.